Event description:
It was reported that one day post implant it was noted that there were intermittent atrial sensing issues. Atrial sensed events were coinciding with ventricular sensed events. It was undetermined whether this was due to accelerated junctional rhythm or if the right atrial (ra) lead was sensing ventricular events. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.